Event description:
Had essure implants in (B)(6) 2009 and have had unexplained symptoms ever since the procedure. Symptoms include abdominal / back pain irregular periods and constant reoccurring infections. These problems did not start until a few months after procedure was done. I have been to the doctor several times about the pain and discharge that seem to have been constant since the coils were put in place. My doctor says it can not be caused from that but thousands of women are reporting the same kind of problems that I have been experiencing.